Event description:
A home pt (hp) contacted baxter's technical service center regarding a homechoice (hc) therapy and stated that the homechoice machine drained too much solution at the end of therapy. Per initial report, baxter's technical svc rep (tsr) assisted the customer during the initial contact. The hp stated that his drain volume in last drain cycle was 4200ml. The programmed fill volume was 2600ml. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B) (4).